Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a microclave¿ clear connector where it was reported the product presented leakage during usage, aprox. 20 failed units. The status of the product in the event was during patient use. The product is available to be taken and for evaluation. There were medications involved, and the product was not reprocessed prior to use. The event did occur during patient use, there was delay in therapy, no adverse event and no one was harmed as a result of this event. The complaint states there is approximately 20 failed units but does not provide any further details.

Manufacturer narrative:
Received one hundred thirty nine (139) new, list# 011-mc100; microclave¿ clear connector; lot# 13881465. Ten (10) new. List #011-mc100; microclave¿ clear connector; lot# 13801082. One (1) new. List #011-mc100; microclave¿ clear connector; lot# 13749816. No visual damages or anomalies were observed on the returned samples. It is understood that the molding process, automation, and subsequent packing of 011-mc100 microclave is random so the samples that were sent back are randomly selected as if the whole lot population was available to draw from. Using binomial stages sampling plan (95% confidence, 0.10 ucl, n=0, crc handbook of probability and statistics: second edition) this would allow for thirty-five (35) samples to represent the lot population. Tested 35 of the 139 from lot 13881465 to represent the lot. Tested the 10 samples from lot 13801082. Tested the sample from lot 13749816. The reported complaint of the leak could be confirmed from the video received, however, the leak could not be replicated during testing. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed the reported complaint.